Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced heat from the sound processor after eight hours of use. No patient injury has been reported. Return of the sound processor to manufacturer was requested.